Event description:
It was reported that a sacrospinous suspension, anterior and posterior colporrhaphy and a tvt sling procedure was performed. The procedure was performed under general anesthesia and the tvt was the last element of the procedure. During one of the needle passes, the bladder was perforated. The needle was removed and reinserted. The final cystoscopy showed no needles in the bladder. The tape was positioned under the urethra by inserting a #8 hagar dilator between the tape and the urethra. The urethra was also sounded at the end of the procedure with a #8 hagar dilator without difficulty. Following the procedure the patient developed urinary retention. The physician sounded the patient again with a #8 hagar dilator which "fell right in". He referred the patient to a urologist who suggested observation. When the patient did not improve by the sixth post-operative week, physician catheterized the patient for residual and felt an obstruction in the urethra with his catheter. He referred the patient again to a urologist who reported that a portion of tape was visible within the urethra and that the suburethral mucosa appeared reddened. The tape was removed via a vaginal approach and the urethra was repaired. A suprapubic catheter was inserted. The patient is now able to void occasionally suspension. The patient now has a recurrent enterocele. The patient is being seen by an anesthesiologist for pain control of their back pain. The procedure appears to have been performed properly and dr.'s theory is that the extensive concomitant surgery may have healed with cicatrix scarring pushing the tape against the urethra.